Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient weight is unknown). According to the complainant, a "fluid loss" alarm error message occurred during the procedure. The procedure was immediately aborted. A leak from the cervix was noted. Upon inspection post procedure, "blanching" of the cervix was observed on the lower portion of the cervix. No burn of vaginal tissue was noted. Additional follow up information from the physician confirmed that at approximately five minutes into the ablation phase of the procedure, a fluid loss alarm error message occurred. The procedure was immediately aborted. A cervical leak occurred during the ablation phase which was noticed after the procedure. In addition, a burn to the posterior cervical lip of the exocervix was observed post procedure. The burn was 2 cm x 1 1/2 cm in size and first degree in severity. No burn to the vagina occurred. No treatment was administered to the burn. Further additional information from the physician reported as of a follow up medical examination, the patient is asymptomatic. The epithelial layer of the posterior cervix is repairing. The patient has not reported any pain. There were no further complications reported with this event.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.